Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) noticed two defective filters. He changed the filters. Device functional according to manufacturer's standards.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations, e1 (event site city) is (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had worn vacuum filter.